Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd four percutaneous leads (from the same lot) in the occipital region (off-label) as part of her pns system. It was reported the physician would replace the leads with four leads of a different model. The reason for the explant is currently unk as attempts to obtain add'l f/u have been unsuccessful. According to the MFR's device registration system, the pt rec'd four new leads on (B)(6) 2012. No further info is available at this time.